Event description:
The technician alleged the side rail will not rotate to the latch position. No pt impact.

Manufacturer narrative:
The technician found the side rail has bent outer arms. The technician replaced the side rail outer arms to resolve the issue.